Manufacturer narrative:
The investigation into the reported high purge pressure and low purge flow was completed. The device was not returned for evaluation. After review of the clinical information, it was determined that the cause of the high purge pressure was undetermined as neither the product nor the data logs were returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure and low purge flow two days into support. It was also noted that no alarm was triggered despite the high purge pressure. Despite the noted issues, support continued until wean and explant. No further information was provided. There were no reports of harm to the patient.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b.1, b.5 and h.6 revised due to medical safety review of file since the initial manufacturer device report number was submitted. B.7 revised as information was inadvertently omitted on the initial manufacturer device report number. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number. D.6a and d.6b revised from the initial submission of manufacturer device report number in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number and should not have been. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number and were added.